Event description:
The reporter indicated that there was a high lead impedance on a system diagnostic test and a normal mode diagnostics test, indicating a possible lead malfunction. The reporter indicated that the patient is turned on and has good seizure control. Good faith attempts are being made for more information.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.